Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple button alarms. Reportedly, there was nothing blocking the button. The customer¿s blood glucose level was 120 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.